Event description:
An ophthalmic surgeon reports during a procedure the vitrectomy cutter had poor accuation. Surgery was completed with an alternate vitrectomy probe with no harm to the pt.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).